Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the devices were used in multiple punctures in the same access site. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not use the perclose prostyle smcr system in venous access if there are multiple punctures in the same access site, since such punctures may result in a hematoma or retroperitoneal bleed. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in two separate punctures in the right common femoral vein was performed with one prostyle device each, using the pre-close technique via a 6f sheath hole prior to a pulmonary venous isolation (pvi) procedure. The sheaths were upsized to an 8f and 12f and the pvi procedure was completed. Reportedly, post procedure, there was difficulty advancing the knot on both devices and the knots were unable to be advanced to the target location. Both the suture trimmer and the snared knot pusher were used in the attempts to advance the knots, but were unsuccessful due to fat tissue. Hemostasis was achieved with a z-suture in each puncture site, followed by 5 minutes of manual compression as a standard measure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.